Manufacturer narrative:
The device was returned to resmed for an evaluation. Review of the device data logs revealed disconnection alarms. Visual inspection of the main circuit board revealed a leaky supercapacitor. The device passed performance tests. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed continuously and could not be deactivated. Subsequently, the patient was transferred to the hospital. There was no patient harm or serious injury reported as a result of this incident.